Manufacturer narrative:
The full lead was returned and analyzed. And no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, the patient experienced pain under the breast, and that there were unstable thresh olds and intermittent capture. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.